Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd nano¿ 2nd gen pen needles had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming pen needle, no insulin flows stated, she dials up what she needs for her injection, (8.5 units) and tries to push out a little insulin. Going forward, consumer will be dialing up 1 or 2 units for priming 10 pen needles affected."

Event description:
It was reported that 10 bd nano¿ 2nd gen pen needles had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming pen needle, no insulin flows stated, she dials up what she needs for her injection, (8.5 units) and tries to push out a little insulin going forward, consumer will be dialing up 1 or 2 units for priming 10 pen needles affected"

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. Investigation summary: customer returned (22) used pen ndl 32g 4mm pro pen needle loose. It was reported by the consumer that 10 pen needles clogged during priming. All returned pen needles was visually examined using magnification and found 13 npe bent pen needles and 8 npe broken pen needles and 1 without any damages. Pen needles were clogged during priming due to non-patient end was bent/broken. Hence the alleged issue could be confirmed based on the samples return for the investigation. Root cause cannot be determined as the return samples were open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 10 bd nano¿ 2nd gen pen needles had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming pen needle, no insulin flows stated, she dials up what she needs for her injection, (8.5 units) and tries to push out a little insulin going forward, consumer will be dialing up 1 or 2 units for priming 10 pen needles affected."